Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device after a diagnostic procedure. There was no report of any difficulty with the insertion, deployment or removal of the device. The pt was discharged home the same day. 7 days later, the pt presented to the hosp with complaints of pain, swelling and drainage of "pus" from the procedural groin. An ultrasound was performed which revealed an abscess. The pt was discharged home on an unspecified oral antibiotic. 3 days later, the pt returned to the emergency room and presented with fever and chills. The pt was admitted and treated with an unspecified intravenous antibiotic. It is unknown if the pt has been discharged. Multiple attempts have been made to obtain additional info from the customer, but no info has been made available.